Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded oversensed noise on the right atrial (ra) channel. Technical services (ts) was contacted and reviewed the data. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).